Event description:
The customer obtained discrepant vitros tsh result on a single patient sample tested on two different vitros systems; a vitros eci immunodiagnostic system and a vitros 5600 integrated system. These results were obtained using two different lots of vitros tsh reagent. Vitros tsh results 0.185; 0.632 and 0.744 vs. Expected 0.472 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The discrepant patient sample results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that discordant vitros tsh patient results obtained from a single patient sample were observed when processed with two different vitros systems using two different vitros tsh reagent lots. The event was isolated to multiple testing events of a single patient sample and based on the information provided there was no evidence a vitros tsh reagent or instrument issue contributed to the event. A sample related issue or improper pre-analytical sample processing cannot be ruled out as a potential contributing factors for the event as the sample in question was centrifuged outside the sample collection device manufacturer¿s recommended protocol. The investigation was unable to determine a definitive root cause.